Event description:
Reportedly, the surgeon had difficulty removing the device from the holder after it had been sutured in place. The device was then explanted and another device was implanted. No additional info is available.

Manufacturer narrative:
Device not returned.